Event description:
It was reported that the patient¿s blood glucose reached above 250 mg/dl while wearing the pod for less than an hour. The pod reportedly fell off from the infusion site, upon removal it was discovered that the needle did not move forward when the pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported and fell off. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The investigation found device was at pod state 15 with 0 pulses indicating the device deactivated before the start of the first priming sequence. Final test data indicates that the device successfully completed final tests. The device was reset and delivered a 5 unit bolus with no issue. The device deployed with no issue during the reset run. The device did not deploy because it did not run the priming sequences due to being deactivated. The exact cause of the deactivation could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.